Event description:
It was reported that the user experienced persistent hyperglycemia and attempted to correct by entering multiple ¿less-than¿ meal announcements on the ilet, which constitutes an improper method of use involving the user interface; the user contacted support while trending down after these entries. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method with involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.